Manufacturer narrative:
Event evaluation: a review of complaint history, device history record, instructions for use (IFU), quality control (qc), manufacturing instructions (mi), drawing, and trends, along with a dimensional verification, functional test and a visual inspection was conducted during the investigation. The basket, as returned, was separated at 5mm proximal to the notched cannula. The basket wires were approximately the same length from the separation to the cannula. The basket handle was in the closed position and it would not come to the fully open position as it stopped half way through the handle actuation. During our investigation, the handle was disassembled; which determined the basket sheath was movable by hand. The distal end of the basket coil was exposed and showed a rough edge and uneven break at the point of separation. This indicates that the breakage was likely a result of force, not the laser which was mentioned as being used in the procedure. A review of product lot history showed there were no reported nonconformances during the manufacturing process. There is no evidence to suggest that the device was not manufactured to specification. The device is shipped with IFU which gives suggested handling instructions regarding proper use of the device. The IFU includes the note that "excessive force could damage the device." Based on examination of the device we are unable to determine the cause of the root cause of the incident with certainty. It does appear possible that use of excessive force could have led to the device failure, however, this is in contradiction to the customer statement, so we are inconclusive. Quality engineering risk assessment (qera) was used to evaluate risk. Per the conclusion, further risk reduction is not required. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
During a cystourethroscopy laser basket with possible stent placement procedure, the surgeon grasped the stone. After a minimal tug, the basket broke off. A separate pair of graspers were used to retrieve the basket from the patient. No harm to the patient and no additional procedures or intervention was required due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a cystourethroscopy laser basket with possible stent placement procedure, the surgeon grasped the stone. After a minimal tug, the basket broke off. A separate pair of graspers were used to retrieve the basket from the patient. No harm to the patient and no additional procedures or intervention was required due to this occurrence.